Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be conclusively determined. The foreign material could not be identified but it is likely the material remained in the device because reprocessing could not be properly conducted due to the discovered leak from the scope cover. The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf-170 series operation manual chapter 3 " preparation and inspection" shows how to detect the event. Gif/cf-170 series reprocessing manual chapter 5 "reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the colonovideoscope had damage to the shell of the distal end. There were no reports of patient harm. During evaluation of the returned device, it was found that air and water cylinder, air and water tube, jet tube, plastic distal end cover, and light guide lens had foreign objects and therefore is considered a medical device report (MDR). This MDR is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of damage to the shell of the distal end was confirmed. In addition to air and water cylinder, air and water tube, jet tube, plastic distal end cover, and light guide lens had foreign objects finding, the additional evaluation findings are as follows: due to wear of scope cover packing, water tightness was lost, due to damage on switch cable, switch 3 did not work, due to wear of forceps lever, up and down knob could not be locked securely, due to shortcut of switch cable, control unit gets warm, air and water cylinder had no color, suction cylinder had no color, forceps channel port had a dent, due to a cut on heat shrinking tube of forceps lever, expected insulation capacity could not be obtained, due to damage on bending section cover, insulation resistance value at distal end did not meet the standard value, image guide protector is shaved, objective lens had a chip, light guide lens had a crack, adhesive on bending section cover had a crack, connecting tube had a wrinkle, universal cord had a wrinkle, universal cord had coating peeling, and video connector case had a crack. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.